Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, high impedance was observed on the right ventricular (rv) lead. The rv lead was capped on (B)(6) 2017 and replaced with no patient consequences.